Manufacturer narrative:
A ge rep evaluated the sys and reseated the hard drive cable connector. The system operates as intended.

Event description:
The customer reported the sys failed to properly save pt image data. Data loss. There is no report of pt injury or death.